Manufacturer narrative:
Investigation: no product was available, but we did receive photos of the materials. Here we found visibly damaged blue ceramics, broken off areas, and cracks. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: according to the quality standard, a production error or material defect can be excluded. We assume a mechanical overload situation as the causal factor. There is the possibility of torsion or high leverage with the instrument. Through to our experience we assume there is also the possibility of a usage error. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that small piece of plastic broke and fell into the abdominal.